Event description:
It has been reported to philips that the system gave an error message of ¿x-ray not possible.¿ there was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. No patient harm was reported. The philips field service engineer (fse) inspected the system on site and reviewed the system's log files. The fse identified that intermittently x-rays were not active when the wired footswitch was activated, due to a problem with the wired footswitch. After replacing the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.